Manufacturer narrative:
This report is submitted on august 08, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment. Subsequently, the patient underwent a skin revision on (B)(6) 2023 in order to remove the overgrown skin. The abutment was replaced during the same procedure.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment. This report is submitted on august 14, 2023.